Manufacturer narrative:
The returned sys 5000 was subjected to a complete eval. Along with the sys 5000 there were a monopolar and bipolar foot-switch and a power cord. A universal cable was also returned which is mfg by olympus; not sold or mfg by conmed.

Event description:
The user has reported that the unit "shocked" a pt during an endoscopic procedure, which resulted in perforating the bowel and causing complications.